Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (unexplained loss of prime) issue. The reporter stated that not primed warnings had occurred every 15 minutes after the rewind, load, and prime steps were successful and when a new cartridge was inserted. Reportedly, the cartridge cap and leur lock were secured correctly and there was no change in force or temperature and no power loss or alarms in the history.

Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Each cartridge lot is subjected to a statistical sampling plan and must pass testing for force (occlusion and loss of prime), cracks, and foreign material prior to release for distribution.